Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2011. Upon follow up, computed tomography (CT) showed a type 3a endoleak with aneurysm sac growth. The patient was asymptomatic. On (B)(6) 2016 the physician elected to implant two suprarenal aortic extensions and an infrarenal aortic extension to seal the leak. The patient is stable.

Manufacturer narrative:
The investigation was completed and clinical evaluation was able to confirm the reported events. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event could not be determined. The devices remain implanted in the patient. Potential contributing factor to the reported is unknown. These types of events will be monitored and trended as part of the quality system